Event description:
Additional information received from the patient reported that they were getting no results or benefit from their implantable neurostimulator (ins) at all. The patient mentioned that when they first got the ins it seemed like it helped. The patient then stated that it never did help with their bladder and now had no control with their bladder or bowels. It was confirmed the patient got the ins for both bladder and bowel control. The patient did feel the stimulation. They had tried all 4 programs that the manufacturer¿s representative had given them but it wasn¿t working. The patient wondered what to do next. Follow up information received from the patient on (B)(6) 2017 reported that they did not know the circumstances that led up to the lack of bladder/bowel control other than device programming. The patient noted that the device did help with their bowels at first but never helped with their bladder. As further steps taken for the issue, the patient had changed programs and apps but had not gotten any different results. The patient had gone through all 4 programs on the device and they really had no control of their bladder or bowels. There were no further complications reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va10c4b, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported that their frequency of bowels and bladder are well controlled. It was 50% or greater. However, the urgency was not being controlled for bladder or bowel. The troubleshooting/ interventions already performed was increasing stimulation. There were no falls/trauma or electromagnetic interference (emi) exposure that could be related to the issue. Also, it was not related to positional movements. The patient was now on 3.0 volts and would continue to increase until she reached 50% efficacy for urgency. The patient had an appointment with the healthcare professional (hcp) on (B)(6) 2015 and would discuss progress and seek guidance on when to change programs. It was further reported by the patient on (B)(6) 2015 that she was not having to empty her bladder so often, however, she was still having urgency of bowel and bladder. They had uncomfortable stimulation. Two days ago, on (B)(6) 2015, the patient was on 2.9 volts. Then, she increased to 3.0 volts. It caused excruciating pain. She panicked and tried to get the numbers back down. The pain was staying with her and running up the rectum. The patient got up and turned stimulation off last night and then turned on the stimulation on the morning of (B)(6) 2015. They had to lower it from 1.9 volts to 1.4 volts. The minute she turned stimulation off, the pain went away. It was worse when she was sitting. It was described as jolting and constant pain. The patient felt constipated all the time, their bowels moved all the time, but they were still hard. There was also tenderness at the hip incision site and inside the hip. It was not red or sore to the touch. When sitting or moving around, the hip was tender. The patient had a small bowel after the device was turned off. The indication-for-use (IFU) was gastrointestinal/pelvic floor. No outcome, troubleshooting performed, or actions/interventions taken to resolve the issue were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp). The cause of the lack of bowel and bladder control was determined to be the patient wasn't getting the results with the programs saved. It is unknown if diagnostics were performed related to the event. The action/intervention taken to resolve the lack of bowel and bladder control was the patient was reprogrammed and given a voiding diary. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient reported the lack of bowel and bladder control had not completely resolved but was much better. No further complications anticipated.

Manufacturer narrative:
(B)(4).

Event description:
Additional information from the consumer reported that she saw the health care professional (hcp) on (B)(6) 2015. The manufacturers' representative was there so her program was changed from 1 to 4. The patient had no change whatsoever. She did notice some improved therapeutic effect where she had no urgency the day after her appointment but that was all. She also increased the amplitude but there was no change to therapeutic effect. She contacted the managing hcp's office to notify them. The patient also inquired if she should increase the amplitude more. It was noted that the patient got about an 80% reduction of symptoms during the trial but she did not get the same experience with the system.